Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 354 mg/dl. The customer stated it was scrolling out of control. The customer stated that there is no significant events leading to the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Findings: pump was received with button error alarm due to corroded keypad traces. No numbers scrolling up noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.